Event description:
Home patient (hp) reports two separate incidents in which the patient line of the home choice set was not priming completely. With each occurrence, hp was able to prime line after a reprime attempt. Per hp, there was no patient injury or medical intervention as a result of incident.